Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0e1fm, implanted: (B)(6) 2014, product type lead product ID: 3389s-40, lot# va077as, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient was concerned because they didn¿t have any improvement at all and it had gotten worse. The patient was choking periodically during the day and had to ¿try and catch her breath.¿ it was noted it was like the symptoms of a stroke patient ¿like left side paralysis.¿ the patient had hemi-dystonia. The patient had their initial implant in (B)(6) 2013 and the therapy was not effective. In (B)(6) 2014, the patient¿s lead was relocated in hopes that it would help. The patient¿s symptoms were worse than before at the time of report. They ¿had no movement¿ and they had all the symptoms of a stroke patient: no mobility in their hand, it was drawn and did not want to open. The patient had to move their hand with their other hand. Reprogramming had been done once about 4 weeks after the lead was relocated. The patient had another appointment scheduled at the end of (B)(6). The choking and other symptoms did not start until after the adjustment 4 weeks post-surgery in (B)(6) 2014. Their paralysis was worse and they started physical therapy. Their 3rd physical therapy visit was on the day of report. The patient was advised to turn the deep brain stimulator (dbs) off until the end of (B)(6) appointment and to see the neurologist for medication adjustments in the meantime. The dbs was still on at the time of report. They had turned it off before and there weren¿t any change in symptoms between on and off. Their doctor had checked the dbs with the clinician programmer before and it showed everything was fine. The patient was still in a wheelchair and they were depressed because they couldn¿t walk and they had lost a good job. Additional information received reported the doctor spoke to the patient with (B)(6) 2014 and they were doing fine. The patient did not mention anything about having concerns with choking or trying to catch their breath. The lead had been relocated in (B)(6) 2014 because the patient wasn¿t getting good therapeutic benefit from the device. It hadn¿t been that long since the relocation and they were unsure if the patient was getting better therapy or not.